Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/12/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30100880l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure for with an thermocool® smart touch® sf bi-directional navigation catheter and cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped, the anesthesia was able to support the blood pressure. Cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 100cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient¿s anatomy-related as the septum was difficult to cross and manipulate the sheath through. It¿s also believed fast anatomical mapping (fam) was being collected when the puncture happened. No error messages were observed on any bwi equipment during the case. Transseptal puncture was performed with a st. Jude medical brk 70 cm transseptal needle. A st. Jude medical sr0 8.5 fr sheath was used during the procedure. The generator was used in power control mode at 35 watts with a temperature cut-off at 40 degrees celsius. The overall time for ablation was 37.5 seconds and the last ablation cycle time at the site of injury was 18.28 seconds. The power did not titrate during the ablation. The parameters noted during the procedure included temperature at 22 degrees, impedance at 115 ohms and power at 35 watts. The patient received anticoagulant (unspecified), the activated clotting time (act) greater than 400 seconds with flow set at 15ml/min at 35 watts. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter. Shaft proximity index (spi) is unknown.

Manufacturer narrative:
It was reported that a 55-year-old male patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure for with an thermocool® smart touch® sf bi-directional navigation catheter and cardiac tamponade requiring pericardiocentesis. Physician¿s opinion regarding the cause of the adverse event is that it was patient¿s anatomy-related as the septum was difficult to cross and manipulate the sheath through. It¿s also believed fast anatomical mapping (fam) was being collected when the puncture happened. No error messages were observed on any bwi equipment during the case. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. An electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a deflection test was performed and it was found within specifications; the catheter was deflecting correctly. An irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected, the irrigation tubing was found occluded with reddish material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures, in addition, there is evidence that the device was irrigating since flow setting information was received and no flow issues were reported. Physician¿s opinion on the cause of this adverse event is related to the patient anatomy. Manufacturer¿s ref # (B)(4).